Event description:
Customer reported device = 37 mg/dl and customer was feeling weak. Customer had orange juice. Customer retested and device = 189 & 82 mg/dl. A family member called the ambulance. Paramedics device = 150 mg/dl. Paramedics gave customer oral glucose with orange juice. Paramedics device after treatment = 130 mg/dl. No controls were used. A request was made for return product and relacement product was sent.